Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for one patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The results were reported to the patient. No harm is alleged. One (1) MDR will be filed to address the customer allegation. Initially, a patient sample was tested using daan gene detection and generated orf1a/b positive and n gene negative. The sample was retested using a liat analyzer and was negative for all targets. Two days later, a newly collected sample was tested on a different liat analyzer which generated a positive sars-cov-2 result. The new sample was repeated again on a third liat analyzer and likewise generated a positive sars-cov-2 result. Additionally, the recollected sample was also tested using the same daan gene detection and similarly generated an inconclusive sars-cov-2 result with orf1a/b positive and n gene negative. An investigation was completed which did not identify any roche product issue. A review of the amplifications for each of the runs indicated a sample with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Additionally, if the customer re-tested samples using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. Low titer samples can also occur due to cross-contamination.

Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). A customer from (B)(6) alleged discrepant results for one patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The results were reported to the patient. No harm is alleged. Low levels of amplification can be seen for each of these runs which could indicate a sample with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. The sensitivity of the competitor test is not known and, therefore, it cannot be determined if these samples may have been near the lod for that assay. No issues in the data set that may have caused discrepant results. Both positive runs showed true low level amplification with no abnormalities seen. The CT values generated are also in the lod range. Lod is supported here as the daan gene detection test also produced positive sars-cov-2 results multiple times. Low titer samples can also occur due to cross-contamination. (B)(4).